Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. It was reported, that the system would not boot upon arrival. The system was able to boot up after wiggling the battery cables. And it was found, that the battery high voltage plug connector was not fully seated. The cable was seated fully. And the hv battery daisy chain cable was replaced, due to terminal arc wear and excessive force needed to fully plug in the cable. The imaging system, then passed the system checkout and was found to be fully functional. H6: additional review, indicated codes d15, b17, and c20 are no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000375. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was motion artifact so a second spin was taken, then the system beeped and the image acquisition system (ias) shut down. The mobile viewing station (mvs) stayed on. The ias was powered back on and then when it was being moved away from the patient it turned off again. Again the mvs remained on and the ias was able to be powered on. It was noted that the system only beeps when it is about to power off. When ias is off the power button is illuminated. Motion control error is present on the pendant. Procedure was completed with a c-arm. There was a reported delay of less than one hour and no known impact on patient outcome.

Manufacturer narrative:
H3: analysis found in sw: analysis determined there was no fault found. H6: results code c19 and d14 applies to the software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the most likely cause of the issue was suspected to be due to the battery not being fully seated in the plug-in portion.

Manufacturer narrative:
H3: the case part (kit svc bi71000375 cblasy hicurbtryxry72) was returned to the manufacturer for analysis. Analysis found that there was wear and/or fatigue stress of the component. The hv battery daisy chain cable was replaced due to terminal arc wear and excessive force needed to fully plug in the cable. The cable battery assembly passed a continuity test. Visual inspection showed that the battery connectors were exhibiting light corrosion and signs of arching on the power tray feed terminal from use, and the battery cable assembly was worn. This issue was documented in a medtronic navigation hardware anomaly tracking database. H6: results code c02 applies to the system and results code c07 applies to the case part. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.